Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and its associated symptoms.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hyperglycemic event that occurred on (B)(6) 2016. Patient went to work and noticed that his vision was blurry and he was starting to feel sick to his stomach. The patient went to the office and his supervisor called the ambulance between 5:00am and 6:00am. The paramedics tested his blood sugar which was 660mg/dl and they immediately administered the patient an IV. Patient arrived at the hospital shortly after 6:00am. The doctors at the hospital gave the patient IV's to help bring his blood sugar back down. The patient was discharged from the hospital on (B)(6) 2016. Patient was not wearing the dexcom continuous glucose monitor (cgm) at the time of the event. There was no alleged device malfunction. At the time of contact, the patient was okay. No additional event or patient information was provided.